Event description:
Customer reports 1 incident of a blood leak on an unknown reuse number during patient treatment. Noted by blood leak alarm and visible blood in dislysate. Confirmed with hemastix. Estimated blood loss was 250 cc's. Treatment was continued with a new dialyzer and new bloodlines without incident. No patient injury or medical intervention reported.